Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 419688, implanted: (B)(6) 2010. Product ID: 694765, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was in an atrial fibrillation and slow ventricular tachycardia with the slow ventricular tachycardia lasting approximately 10 hours. It was reported that no therapy was delivered. The patient went into ventricular fibrillation the following day with intermittent undersensing resulting in failure to meet detections and no therapy was delivered. The right ventricular sensitivity was reported as programmed to 0.45mv. The failure of the device to deliver therapy was reported to result in the patient demise.

Manufacturer narrative:
Product event summary # product ID# d224trk the device was returned and analyzed. Analysis of the device revealed normal battery depletion.